Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012436 in question was manufactured at the reynosa site. DHR review: the lot 6012436 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 29-mar-2025, with a total of (B)(4) units. The sub-assembly: assembly the lot 5c03029 was manufactured according to the wi version 29 and assembled in the quickset line, on 28-mar-2025, with a total of (B)(4) units. The lot 5c04848 was manufactured according to the wi version 29 and assembled in the quickset line, on 26-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5c04871 was manufactured according to the wi version 42 and manufactured in the line mp04, and mp08, on 28-mar-2025, with a total of (B)(4) units. The lot 5c04847 was manufactured according to the wi version 42 and manufactured in the line mp04, on 25-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that the patient experienced infusion set leakage on (B)(6) 2025. The infusion set was in use for one day. The leakage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates